Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a consumer, healthcare professional and company representative in regard to a patient receiving bupivacaine 6.8 mg/ml at 0.3610 mg/day and dilaudid 15.0 mg/ml at 0.3610 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. On the night of (B)(6) 2016, the patient requested a bolus and the personal therapy manager (ptm) code 8476 (motor stall) occurred. The patient had not heard the pump alarm. The patient did not recently have a MRI. The patient was in the office on (B)(6) 2016 for a refill and everything was fine. The patient had an appointment on the morning of (B)(6) 2016. No patient symptoms reported. Additional information received indicated the motor stall was confirmed at the clinic appointment that occurred on (B)(6) 2016. The motor stall occurred on (B)(6) 2016 at 17:00, with no recovery noted. Per logs received, a motor stall recovery occurred on (B)(6) 2016 at 20:34. Another motor stall occurred on (B)(6) 2016 at 10:37 with a stopped pump period may exceed tube set message on (B)(6) 2016 at 10:37. The pump was replaced on (B)(6) 2016.

Manufacturer narrative:
Analysis of the 8637-20 found miscellaneous overinfusion undetermined root cause. During testing, the pump was found to be overi nfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Destructive analysis was performed and gear shaft wear was found in addition to a motor stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) no longer applies to this report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.